Event description:
It was reported that a cartridge change error occurred. The customer¿s blood glucose (bg) level was 240 mg/dl. A correction bolus was delivered to address bg. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.